Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from cylinder damage resulting in inflation issues. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient was stable and the event resolved.